Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v575548, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported having a kidney stone in 2014 that was the size of 7mm. Her healthcare provider had trouble getting it out, so they left if for eight weeks before finally getting it out. Since then, in (B)(6) 2014, the patient lost urinary control and had a loss of therapy. Also in (B)(6) 2014, a manufacturer representative came to check her implant and afterward there was discussion about going to surgery for the patient's implant, but it didn't happen. She was put on overactive bladder medication, but that only worked for four to five days. Two weeks prior to (B)(6) 2015, she went to her healthcare provider and her device was reset at 2.70, but it was sore for her to sit so she lowered stimulation to 2.60. Her urinary control was the same. The patient had been using diapers for over a year and went through a box or more a week. Her healthcare provider told her that the implantable neurostimulator (ins) battery was low and needed replacement; it had about five months left and they would let her know the date of replacement surgery. Her healthcare provider also considered using botox. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.